Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The less than 10cm in length target lesion was located in a shunt in a mildly tortuous and non-calcified posterior tibial artery. A 6.0x100,75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. As the lesion was not dilated enough, another 6.0x100,75cm mustang¿ balloon catheter was advanced and dilated the lesion. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: the complaint device was returned for analysis. A visual inspection identified a longitudinal tear starting 1mm proximal from proximal side of the proximal markerband extending 14mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4)

Event description:
It was reported that balloon rupture occurred. The less than 10cm in length target lesion was located in a shunt in a mildly tortuous and non-calcified posterior tibial artery. A 6.0x100,75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. As the lesion was not dilated enough, another 6.0x100,75cm mustang balloon catheter was advanced and dilated the lesion. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.